Event description:
It was reported that the patient connector of a minicap extended life pd transfer set separated from the tubing. This occurred during use of the device for peritoneal dialysis therapy. There was no report of patient injury or medical intervention associated with this event. No additional information was available.

Manufacturer narrative:
The device has been received and the evaluation is in progress. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
H10: the device was received for evaluation. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. Functional testing including leak, clear passage, and clamp function testing were performed with no issues noted. Integrity testing was performed between the patient adapter and an in-lab titanium adapter and there were no issues observed. The reported condition was not verified. Should additional relevant information become available, a supplemental report will be submitted.